Event description:
It was reported that after the initial placement of the implant, the doctor wanted to reposition the device. He re-engaged the drive and used a slide hammer to reposition the implant. As he tried to disengage the implant from the inserter, the tip of the instrument bent.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. A review of the instrument's device history record indicates that it was manufactured with no anomalies noted.